Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test ,occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing. No motor error alarm during testing noted. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump squirted out insulin during priming and rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had motor error alarm and buttons had to press multiple times to get it respond. The insulin pump will not be returned for analysis.